Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo contains three photos. Top photo shows a partial view of the clinician holding catheter in which crack was noted. Bottom left photo shows the labelling information in native language in which lot number, material number and expiry date mentioned matches with tw. Bottom right photo shows the port, infusion set, non-coring needle, external syringe, dilator, guidewire, surgical instruments and blood-soaked cotton were kept on tray and bed. Therefore, the investigation is confirmed for reported catheter fracture as the crack was noted on the catheter and the investigation is inconclusive for the reported device damaged prior to use as the exact circumstances at the time of reported event is unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h4, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a port placement procedure using an MRI powerport isp, there was catheter breach found in tubing placement. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a port placement procedure using an MRI powerport isp, there was catheter breach found in tubing placement. There was no patient contact.